Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The supera self-expanding stent system (sess) was deployed without any issues until after the last release "push" when it was noted the tip dislocated. The separated tip was in the aorta and needed to be surgically removed. There was no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that during stent deployment interactions with the anatomy/other devices and/or inadvertent mishandling resulted in the reported tip separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported material separation cannot be determined. The treatment appears to be related to the operational context of the procedure as the separated tip was in the aorta and needed to be surgically removed. There is no indication of a product quality issue with respect to manufacture, design or labeling.